Event description:
It was reported to our country manager in (B)(6) that there was a vns patient who died from sudden unexplained death in epilepsy. Neither patient name nor product information has been provided at this time. Good faith attempts thus far have been unsuccessful in attaining any further information.